Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion¿1x16 perc lead kit-50 cm. Additional information was received that both leads were showing high impedances.

Event description:
A report was received that the patient¿s lead was previously discovered to be fractured (see MFR report #3006630150-2014-02923). High impedances were confirmed on one lead. The patient will undergo a replacement procedure.

Event description:
A report was received that the patient¿s lead was previously discovered to be fractured (see MFR report #3006630150-2014-02923). High impedances were confirmed on one lead. The patient will undergo a replacement procedure.

Event description:
A report was received that the patient¿s lead was previously discovered to be fractured (see MFR report #3006630150-2014-02923). High impedances were confirmed on one lead. The patient will undergo a replacement procedure.

Manufacturer narrative:
Additional information was received that database analysis was taken and revealed high impedances on six contacts. It was suspected that the leads were fractured. The patient underwent a revision procedure wherein the leads and lead splitters were explanted, and new leads were implanted. The patient was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was having inadequate stimulation. High impedances were confirmed on one lead. The patient will undergo a replacement procedure.

Manufacturer narrative:
Sc-3400-30 sn (B)(4): device evaluation indicated that the lead splitters passed electrical and mechanical tests performed. The complaint could not be confirmed as the lead splitters were cut and proximal ends were not returned. The explanted leads were not returned to bsn. It is indicated that the leads will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4)